Manufacturer narrative:
The investigation confirmed that higher than expected vitros glu results were obtained from a single cartridge of vitros chemistry products glu reagent slides. A definitive root cause for the event could not be determined, however, the investigation determined that the most likely root cause is user error in the use of a sharp instrument when opening the product packaging, thus compromising the glu reagent slides, though this could not be confirmed. There is no indication that the vitros glu slide lot in use or vitros 5,1 fs analyzer were not operating as intended.

Event description:
The customer obtained higher than expected vitros glu patient and quality control results while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. The affected glu patient result was not reported from the laboratory to the clinician. There was no allegation of harm to the patient as a result of this event. (B)(4).